Event description:
It was reported that this patient presented to the emergency room (ER) indicating that they received shocks from their single chamber implantable cardioverter defibrillator (ICD) device. The ER healthcare provider (hcp) contacted boston scientific technical services (ts) to review device data. Ts review indicated there was a stored ventricular tachycardia episode in which the patient received anti-tachycardia pacing (atp) therapy followed by 41 joule device shocks. The therapy did not convert the arrhythmia and device therapy was exhausted. Ts noted that there were no out of range measurements observed and the device appeared to be functioning appropriately. Ts faxed the transmission report to the hcp. The device remains in-service. No adverse patient effects were reported.